Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition reported by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One sample from was received for evaluation. A visual inspection and functional test was performed according to product specifications whereas 3 ml. Of water was placed into the balloon and initially, no leak was observed the balloon however after it was left inflated for 2 days, when removing the liquid only 2 ml of water was recovered; a leak defect was confirmed. The affected component is produced by an external supplier; our assembly process only consists of a pick and place operation for this material. Based on historical review, a formal corrective/preventative action CAPA was generated to the supplier (scar) as corrective action of reported condition. The results of the investigation will be documented through the CAPA.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition reported by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Based on the present information, and since no photo sample was provided and no actual sample was received; a possible root cause cannot be determined. The reported complaint could not be confirmed nor related to a manufacturing process. Based on historical review, a formal corrective/preventative action CAPA was generated to the supplier (scar) as corrective action of reported condition.

Event description:
Customer reports: the tube was inserted on (B)(6) 2022 and the valve was found to be leaking. The tube was removed on (B)(6) 2023.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.